Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6)2017 with blood glucose of 20 mg/dl at the time of the incident. The customer was at 165 m/dl at the time of the call, and 200 mg/dl before bed, and was going to treat with 1.3 units for that reading. The customer was given intravenous fluids, glucose shot, and glucose to treat. The customer experienced symptoms such as being unresponsive and loss of consciousness. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was completed and the customer believes the pump over delivered insulin. Customer stated that issues with the reservoir led up to the incident. The customer stated that they had a reservoir that had a bent transfer guard needle and was leaking. In addition, the pump buttons were hard to press and unresponsive. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump passed the delivery accuracy test. Pump was received with cracked battery tube threads and cracked reservoir tube window. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.